Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. After performing a cavotricuspid isthmus (cti) ablation, the patient had a spasm and st elevation occurred. When the issue occurred, it was noticed that air has appeared. A coronary angiogram (cag) was performed and the st became stable. The procedure was completed successfully. The device is not expected to return as it was disposed. It was further reported that st elevation occurred when the catheter was exchanged. Irrigation was never interrupted. Air was observed in the left atrium. The patient had fully recovered from the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field b5 with new information obtained. H6 field updated: patient code e050301 air embolism code added.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. After performing a cavotricuspid isthmus (cti) ablation, the patient had a spasm and st elevation occurred. When the issue occurred, it was noticed that air has appeared. A coronary angiogram (cag) was performed and the st became stable. The procedure was completed successfully. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field b5 with new information obtained. H6 field updated: patient code e050301 air embolism code added. Updated field b5. Code e0516 vasoconstriction removed.

Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. After performing a cavotricuspid isthmus (cti) ablation, the patient had a spasm and st elevation occurred. When the issue occurred, it was noticed that air has appeared. A coronary angiogram (cag) was performed and the st became stable. The procedure was completed successfully. The device is not expected to return as it was disposed. It was further reported that st elevation occurred when the catheter was exchanged. Irrigation was never interrupted. Air was observed in the left atrium. The patient had fully recovered from the event.